Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6) of 2020. This instrument was returned without its luer flush port cap. Evaluation of the returned instrument shows that the there is no visible damage to the outer tube assembly where the jaws are attached. Functional testing of this instrument shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. No clips remained in the jaws during our functional testing. We are unable to validate this complaint since we are unable to replicate the alleged issue. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
When the user attempted to ligate a clip during a surgery the clip was not locked. He/she had to try several times to lock the clip properly. Then when he/she removed the applier the clip stuck in the applier. Therefore, the applier was replaced with another one to complete the surgery. The applier was purchased by the hospital on (B)(6) 2021.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When the user attempted to ligate a clip during a surgery the clip was not locked. He/she had to try several times to lock the clip properly. Then when he/she removed the applier the clip stuck in the applier. Therefore, the applier was replaced with another one to complete the surgery. The applier was purchased by the hospital on (B)(6) 2021.